Event description:
It was reported that non-sustained lead noise episodes were observed via a (B)(4) transmission due to myopotentials. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.